Event description:
A malfunction alarm identified as malf 16 was reported. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy, and tandem technical support arranged for a replacement pump. The customer was given instructions to put the faulty pump into storage mode and return it using a prepaid label.